Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The pump was not returned for investigation. Data logs were reviewed and the placement signal not reliable (psnr) alarm was confirmed on 03/08. At this time, signal-to-noise ratio (snr) drops to zero, lamp maxes out at 100%, light decreases, gain decreases, and contrast oscillates between +/-3,000. The rt logs were closely examined during the time of the psnr event, and the oscillating contrast trend was seen to have recovered intermittently. The pump was used 15 hours after the first psnr was reported. Upon review of data logs, it is apparent that the console is the potential cause of the issue. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that impella 5.5 had placement signal not reliable alarm. Impella flows remained the same and positioned was verified by transesophageal echocardiogram. Patient expired on support - the death is captured in the sister record.